Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent was dislodged from the delivery system. Vascular access was obtained via the right femoral artery. The 70-80% stenosed target lesion was located in the mildly tortuous and severely calcified superior mesenteric artery. There was a significant angle from the aorta to the superior mesenteric with "very hard calcified stenosis" at the ostium, making it difficult to reach the target location. The physician managed to place a 6.0-7.0mm non bsc balloon in the lesion and pre-dilation was performed, opening the stenosis a "little bit". The 8x30mm express vascular ld stent system was then advanced into the patient; however, it was unable to cross the lesion. When attempting to withdraw the express stent, it was noted that the stent had become stuck in the calcification. The device was freed and due to the angle required to pull it back to the non bsc introducer sheath, the stent was bent. The physician felt the stent may have "opened a little at the ends" due to the force applied in removing it from the lesion and attempting to pull it to the introducer sheath. The stent dislodged from the delivery system and remained loose on the non bsc guide wire. The physician attempted to retrieve the stent with smaller balloons, but was unsuccessful. The stent was then "stucked into a small collateral vessel that was already some occluded". The physician did not feel it was necessary to attempt deploying the stent due where it was stuck. The procedure was completed with a non bsc stent. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.